Manufacturer narrative:
From the device history record, lot#20200619-23-sh was finished on 06th jul 2020. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is (B)(4). There are (B)(6) occurrences reported in the past 12 months. No sample returned for investigation, only photo was provided. Lint was seen on the towel. According to supplier, the or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process, and cutting process. The suction process was added before product's final folding and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (B)(4). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, no abnormal situation happened in production or DHR. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported linting of the blue, cotton or towels pwtb04-stm from the coronary pack san30ecvof during a coronarography. Lint was found on the wires and was manually removed. There was no injury to the patient or delay in procedure. No patient demographics or event date were provided upon request.